Event description:
Analysis of a generator explanted due to patient death revealed that high impedance occurred on or around 10/02/2012 which was prior to device explant. The death and the results of the lead analysis were previously reported in MFR. Report # 1644487-2013-01863. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned.

Event description:
On (B)(6) 2013, it was reported that the patient's date of death is (B)(6) 2012, therefore no high impedance was observed while the patient was alive. The death was reported in manufacturer report number: 1644487-2013-01863.